Event description:
Patient was treated in 2007. Two days post-treatment, patient had third degree burns on bilateral thighs. Ten days later, the burn became infected. Patient was prescribed keflex, antibiotics (augmentin), and triple antibiotic burn ointment. The burns are healing well and all infection appears to be gone.

Manufacturer narrative:
No causal defect found. The instrument meets all operational specifications, including accuracy and precission of rf output. The rf power characterization test was compared with the original manufacturing records, and it has been determined that there is no appreciable drift.